Event description:
It was reported there was a catheter blockage. Patient had a bulging disc in her back that affected the catheter and drug delivery to the patient. Patient's dosage was titrated down. The pump contained dilaudid and prialt. The dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).